Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they did not receive an alarm at the central station, and a patient required resuscitation which was not successful.

Manufacturer narrative:
The customer reported that they did not receive an alarm at the central station, and a patient required resuscitation which was not successful. The customer indicated they thought the issue was related to the type of electrodes that were being used during the time of the event. The customer waited 6 days before reporting the incident to philips. Philips was informed that the patient¿s data was lost at the time of the patient being discharged from the system. Without the device logs, we are unable to review the history of the alarms and user interface. Philips as a manufacturer does not validate or comment on the performance of non-philips products, in this case electrodes. In our instructions for use states "the only electrodes approved for use with the telemetry transceivers device are listed in the IFU (m2202a, 40489e, 40493d, 40493e), page a-3. There have been no additional electrodes approved for use with this product since 2007. The issue is not consistent with a malfunction of any philips product.